Event description:
Additional information was received that the wireless software update was performed clearing the elective replacement indicator (eri) message.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017.

Event description:
It was reported that the elective replacement indicator (eri) message appeared for ipg. Troubleshooting is pending to update the software. The device is providing therapy.